Manufacturer narrative:
The sample was returned. A manufacturing review was conducted and there was noting found to indicate there was manufacturing related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
It was reported that a cuff roll was noted on the balloon when the catheter was removed. Pain experienced during removal. No additional intervention or pt injury.